Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who had an implantable neurostimulator for non-malignant pain and lumbar radiculopathy. It was reported that patient¿s ins had drained from 100% to depleted even though they were not using the stimulation. Patient stated that one day they were fully charged to 100% in the morning and then 11-14 later, their ins was depleted. This had occurred two times since (B)(6) 2018. On the call, the stimulation usage was checked and showed since (B)(6) 2018 it was 38% used. Patient was using the stimulation on and off and typically some every other day. They were using group c 100% of the time and this was a high definition (hd) group. Patient generally didn¿t feel stimulation but felt a tingle of stimulation once in a while when it was on. Recharging stats showed typical 8 coupling bars, charged to 100% on (B)(6) 2018 for 4.7 hours, (B)(6) 2018 for 1.9 hours and then again for 0.1 hours, on (B)(6) 2018 1.5 hours and then again for 0.8 hours. Impedances were all normal. There were no falls for trauma. It wa s reviewed patient could keep diary of events when they became an issue. And that it was possible patient did have stimulation on and didn¿t know it because of being on hd settings. It was also noted that patient didn¿t know the purpose of the black button on their patient programmer until a month ago. No symptoms were reported. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2018-apr-05. The cause of the implantable neurostimulator (ins) battery draining quickly remains unknown. The rep interrogated the battery charging sessions. They were unable to diagnose the cause of the battery draining quickly. The patient¿s weight was unknown. This information was confirmed with the physician. No further complications were reported/are anticipated.